Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the customer wanted the bluetooth checked on the device, fse did defib check and it didn't pass.